Event description:
It was reported that the customer's insulin pump alarmed an error for the past several days. The mother stated that device also alarmed motor error for two days. Troubleshooting was performed. Reviewed the alarm history and found the error alarms. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm as a result of a faulty component on the radio frequency board. The device also alarmed motor error during the basic occlusion test due to a loose drive support disk. However, the motor passed the test. The device had a missing end cap sticker.